Manufacturer narrative:
(B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Gastrointestinal hemorrhage is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, the patient experienced a pulmonary thromboembolism and profuse stoma bleeding of internal origin and a stoma infection. It was not reported if the patient was being treated with anticoagulants. On (B)(6) 2018, a gastroscopy was performed. A blood clot and bleeding in the internal wound in the gastric mucosa was seen exactly in the area of internal plate and it was cauterized. The stoma was treated with fluids, mercromina (mercurochrome) and hydrocolloid dressing with good evolution.